Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2026. On the same day, it was reported that the patient experienced a skin reaction with itching, rash and redness under the entire patch area, which occurred on the same day the sensor had been inserted in the arm. The patient sought medical care at a healthcare facility due to the skin reaction symptoms. During the visit, no diagnostic testing or direct treatment was performed on the affected skin area. However, the patient was prescribed an oral antihistamine hydroxyzine (unspecified dosage) to help manage the itching and rash. No other details were provided. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.